Event description:
As reported by the affiliate, the tip of guide wire came loose from the wire and stayed within the pt. The physician was able to press it against the vessel wall in the spot that it was stuck into the wall after some work.

Manufacturer narrative:
Add'l info has been requested regarding this procedure and is pending. This device is also available for testing and eval but has not yet been rec'd. All add'l info will be submitted within 30 days upon receipt.